Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 359067 lead, implanted: (B)(6) 2013; 350974 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had intermittent phrenic nerve stimulation from the left ventricular lead. Reprogramming was performed and the lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.